Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and replaced the breath delivery unit (bdu) printed circuit board and the graphic user interface (gui) to bdu cable. The device then passed all testing.

Event description:
It was reported that a ventilation screen went blank. There was no patient involvement.